Event description:
Customer reported no image on left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the video connector on the monitor was broken. This MDR is related to ge healthcare.